Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no non-statistical or adverse trends in conjunction with the complaint issue currently under evaluation. A review of the manufacturing documentation did not identify any issues associated with the customer observation. No patient sample was available for return. Clinical specificity testing was performed using in-house retained reagent kits of lot 55695lf00. All specifications were met indicating acceptable performance of this assay lot. The architect anti-hbs assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred. The device failed to meet performance specifications or otherwise perform as intended at the customer site. Use error may also have contributed to the customer issue as the sample was retested on the same day using the same reagent lot with the sample consistently generating (B)(6) results. However, no systemic issue or product deficiency was identified. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82.

Event description:
The customer reports that one patient sample generated an (B)(6) architect anti-hbs assay result of (B)(6) on an architect i2000sr analyzer. The sample was retested with the architect anti-hbs assay and generated a (B)(6) result of (B)(6). Controls remained within specifications. Other (B)(6) were (B)(6). The patient has never been vaccinated with the (B)(6) vaccine. It is unknown if the patient has been receiving any human immunoglobulin preparations for therapy. No suspect results had been reported from the lab. There is no impact to patient management reported.